Event description:
Customer reported unexpected negative reactions on a patient sample run on galileo using capture r ready ID. Anti k was identified but not anti fya.

Manufacturer narrative:
Reactivity of the fya antigen was confirmed on retention capture-r ready-screen, lot x242, and retention capture-r ready-ID, lot id100. These are the products used by the customer on galileo at the time of the event. The custmer did not return product or sampel for investigation testing. It is not possible to rule out the sample as a cause of the event.